Event description:
It was reported that the sharps coll ii bd 7l lid did not fit correctly and broke frequently. The following information was provided by the initial reporter: descartex with a lid that does not fit correctly, causing the lid to break frequently.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary video and photo received by our quality team for investigation. Upon visual inspection, it was possible to observe difficulty in closure of the container. Possible root cause is associated with resistance of the mold manifold of the latex lid. The lid did not reach the appropriate temperature, causing the lid to be dimensionally millimeters smaller than specified. Action was taken immediately to correct the issue. Batch history analysis 2118502 - the batch history was checked, and it was noted that the production period occurred on (B)(6) 2022. The in-process inspections were performed according to the control plan and no records of this incident were evidenced. We inform that the current controls to detect the incident are performed through visual inspection in 100% of the parts in the manufacturing process. No quality occurrences related to the lot number supplied were observed. H3 other text : see h10.

Event description:
It was reported that the sharps coll ii bd 7l lid did not fit correctly and broke frequently. The following information was provided by the initial reporter: descartex with a lid that does not fit correctly, causing the lid to break frequently.